Manufacturer narrative:
Ts reviewed the logs which did not show any hardware issue. The reason for the discrepant results might have been low positives, mucoid samples, or point contamination. Ts provided the log review information to customer. Customer wanted to know what to do with the sample which retested as negative. Ts informed customer that the package insert does not provide guidance on this and would be up to their management and scientific advisors to make that decision. Customer reran the samples. No further action is required from hologic.

Event description:
Customer reported they inadvertently double ordered the sars-cov-2 tma tests that were done on the panther instrument sn (B)(4). Customer double ordered racks of samples in instead of a single order. There was one discrepant result on wl 000319-20220120-11 using assay lot 314804.